Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level which displayed as "high"; however, a specific value not provided. Cause of bg was unknown. Reportedly, customer was not performing the proper air removal techniques. Customer delivered a correction bolus to address bg. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.